Manufacturer narrative:
Additional information received that this event occurred during bench testing and there was no patient involvement.

Event description:
Information was received indicating that a smiths medical cadd-solis ambulatory infusion pump failed a volumetric accuracy test. No adverse effects were reported.